Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Premarket identification PMA/510(k) number: k013227. Product not returned.

Event description:
It was reported that the implant tsvb11 in dental site 5 was removed due to persistent pain.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). An impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation. Visual evaluation of the as returned product identified some foreign dried blood material. No damage was found. The returned device was measured with a caliper and verified to match the drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device location is 14 and was used for approximately 1 month.pictures or x-ray images of the implant site were not provided. DHR review was completed for the subject lot number (63635523). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st3212) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (63635523) for similar event and no other complaint was identified.june post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device location is #14 and was used for approximately 1 month. Pictures or x-ray images were not provided. Documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants - 4869 rev 7-01/16 information identified: contraindications, warnings, precautions, adverse effects DHR review was completed for the subject lot number (63635523). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63635523) for similar event and no other complaint was identified.march post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device.based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.